Manufacturer narrative:
Hte medical history was received and evaluated. Co's conclusion remains the same- the implant is not believed to be the cause of failure. Model/catalog numbers corrected.

Event description:
2 implants placed on 11/30/1995 -failed due to no integration- removed on 1/16/1997. One person affected.